Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 18 mg/dl. The cause of bg was unknown. Bg was addressed with dinner and customer ate an additional 18-20 grams. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.